Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "a modified transvenous single mechanical dilatation technique to remove a chronically implanted active-fixation coronary sinus pacing lead." Pacing and clinical electrophysiology. 2010; p1-4.

Event description:
A journal article was reviewed that contained information regarding these leads. It was reported that these leads needed to be extracted due to local pocket infection due to persistent positive blood culture (staphylococcus aureus). There was difficulty extracting the active fixation lead and it required long and challenging mechanical dilatation up to distal cs. The lead postextraction examination showed the expanded and blocked lobes with the push tubing fracture around the lead body. No patient complications were reported as a result of this event.